Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacing impedance was low and an insulation anomaly was observed on the atrial lead. The atrial lead was capped (B)(6) 2022 and replaced. The patient was stable.